Manufacturer narrative:
The mfg history was reviewed, with no irregularities noted. Based on the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad was partially separated.

Event description:
The physician conducted an anal laparoscopic procedure. With the second activation of the seal and cut button, the white pad fell off. The physician had to open another product.